Event description:
It was reported via repair work order that the power load will not release the cot from the system. It was found that alleged issue of the power load not releasing the cot could not be duplicated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.